Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 499mg/dl. Troubleshooting was declined and a replacement insulin pump was requested. No further info was provided.